Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 70% stenosed lesion was located in a heavily calcified and mildly tortuous vessel in a left upper arm shunt. After placing a non bsc guidewire, the f/g sterling otw 5.0 x 40/40 (4f) balloon was introduced. There was no resistance. On the first inflation the balloon inflated slowly and was inflated partially at nominal pressure and the pressure was increased up to thirteen atmospheres and ruptured. The balloon was removed intact. The procedure was not completed due to this event. The patient status is listed as good with no complications reported.